Event description:
The manufacturer received a report indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ alarm when the device was powered on prior to being used at a training session in the hospital. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received a report indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ alarm when the device was powered on prior to being used at a training session in the hospital. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation. When the power switch was pressed to check operation, the reported issue was reproduced. During the evaluation of the device, the manufacturer confirmed that a ventilator inoperative error resulted from corrupted data within the eeprom on the system/cpu assembly. It is considered that the held data was damaged due to a random internal memory malfunction, and therefore, when the device was powered on, it was judged that normal operation could be compromised. From a safety perspective, it was determined that the "ventilator inoperative" alarm was triggered. Based on the above investigation results, the system pca (printed circuit assembly) was replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly. The manufacturer has updated section h in this report.